Event description:
It was reported to boston scientific corporation that an uphold was implanted on (B)(6) 2011 and an advantage was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury. Nonsurgical treatments: the patient was treated with other medication (please specify): hrt. Treatment duration: few years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with topical treatment (including oestrogen cream): ovestin cream. Device 2 of 2.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06551.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold was implanted on (B)(6) 2011 and an advantage was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury. Nonsurgical treatments: the patient was treated with other medication (please specify): hrt. Treatment duration: few years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with topical treatment (including oestrogen cream): ovestin cream. Device 2 of 2.